Event description:
It was reported that during a follow up, decreased r-wave amplitude and loss of capture at max outputs were noted. The patient complained of chest pain during pacing. Fluoroscopy revealed perforation. The lead was capped and replaced. The patient is stable.

Manufacturer narrative:
(B)(4).